Event description:
Consumer alleges the car charger melted when using. Also complaining about batteries not lasting. Please see additional information received on this incident. Any further information or detail will be provided in a follow up report. No injury or ill effect.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tpo100b serial number/date code (B)(4) is approximately 2 years, 6 months old. The owner's manual part number 1148112, rev.d(dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Of note; in speaking with the reporter of the event it was learned she is not pleased with the charger or batteries that she purchased for her husband to use while out and about. While driving in their car with the charger plugged up it began to smoke after 15 minutes and when she reached to pull out the charger it had melted. No injuries sustained from this incident. The end users wife reported she had bought three batteries on (B)(6) 2011. These batteries only lasted 30 minutes each which was not useful to her husband at all. She called the dealer where she purchased the batteries and they were no longer under warranty. She and her husband can not afford to by any other batteries. Also when the reporter called in she stated the dc cord caught fire in her car and the plastic on the cord has melted.